Event description:
Manufacturer review of a pt's vns programming history revealed a pt's vns settings were found to be at 0ma at an office visit on (B)(6) 2007. The settings were adjusted back to intended parameters on (B)(6) 2007. A system's diagnostics test was performed at a previous office visit on (B)(6) 2007 and faulted, followed by a successful system's diagnostics test, but no final interrogation occurred to confirm the settings. It is suspected the faulted system's diagnostics test caused the output current to reset to 0ma, which is a default setting for an interrupted system's diagnostics test.

Manufacturer narrative:
Analysis of programming history.